Event description:
It was reported that the 600ims had a burning smell. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of burning was confirmed. Unit did power up and pass functional testing but a burnt odor was detected. A capacitor on the voltage regulator pcb was found burnt. Reason for burnt capacitor could be sudden power surge to power supply. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.